Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a 275cc mentor memorygel breast implant and experienced a rupture and impaired healing on the left side post-operatively. The patient reported that the incision had opened up/didn¿t heal; no trauma has occurred to the breast prosthesis in the past year. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On may 11, 2022, the mentor failure analysis lab has received the device for evaluation. On may 16, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the sm mod classic gel, 275cc breast implant was found to be ruptured and received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 14, 2022, mentor received additional information regarding the patient identifier and weight. The patient identifier has been updated to (B)(6). The patient's weight has been updated to 195 lbs. Manufacturer¿s reference number: (B)(4).